Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped and cracked and the right plunger case was cracked. A review of the event history log identified motor rate error. During functional testing using the flow test, the reported issue of motor rate error was duplicated. The main board was not installed properly into the extrusion. The root cause was caused by the customer's incorrect assembly of the device. Installed main board on extrusion, also replaced worm coupling and gear as a preventative measure, were over 5 years old. (UDI) was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a motor rate error. No patient injury was reported.